Event description:
It was reported the pt experienced a loss of efficacy which appeared to be unrelated to stimulation therapy. The pt indicated her hands were shaking more now. The pt had her device checked 3-4 months ago and was told it was going to have to be replaced soon. Several weeks later, the pt reported the left side device had flipped over and the wires felt like they were sticking out. The pt noted it had occurred the previous night. The pt went to the ER and had x-rays. She was told the device was flipped and one of the wires was bent. Additionally, the pt reported pain and shocking while in the ER. The pain and shocking was every 5 mins from the left clavicle in to the left neck and jaw. Additional information has been requested; a f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)